Manufacturer narrative:
Upon further investigation, it was found by the user facility that our product did not cause or contribute to a serious injury; therefore, the MDR was not required.

Event description:
Allegedly rod has disengaged. Re-op scheduled for 10/7/97.